Event description:
A malfunction alarm, specifically alarm 20, was reported during insulin pumping. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm recurred, preventing the resumption of insulin therapy. Consequently, technical support arranged for the pump's replacement, confirmed it was within warranty, and informed the customer of the need for a replacement. The customer was advised to use multiple daily injections (mdi) as backup therapy and was given instructions for the storage and return of the faulty pump.